Manufacturer narrative:
Details of the complaint: on (B)(6) 19, the customer at upmc altoona reported batteries were overheating on the transmitter (zm-531pa sn: =(B)(6). There was damage to the front case in the top right corner and the right negative contact was discolored. Service requested / performed: exchange. Investigation summary: the root cause of the heat damage is determined to be that the design of the transmitter design did not foresee the possibility of a short circuit from incorrect insertion of the battery. Assessment determined that in a worst case scenario, the probability of harm is "unlikely or remote" as the maximum exterior temperature (42.6 c) is below the minimum temperature (44 c) that can cause a burn after prolonged (greater than 5 hours) skin exposure. The overall risk of this complaint is determined to be low. A new design change has been introduced to the transmitter rear case which would add an insulating sheet to prevent short circuit of the battery caused by incorrect battery insertion.

Event description:
The biomedical engineer (bme) reported that the transmitter overheated.

Manufacturer narrative:
They will be provided with an exchange to resolve the issue. The failed device will be sent in for evaluation. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the transmitter overheated.